Event description:
A customer reported that the touchscreen on their insulin pump was unresponsive and the screen was frozen, preventing them from interacting with it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer opted to use multiple daily injections (mdi) as a backup therapy and acknowledged the resolution plan, including the return of the problematic pump and setup of the replacement with updated software and necessary training.